Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100705943. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was buckling at mid shaft and causing curvature. The issue was attributed to oversizing. As a result, the cylinders were explanted and replaced with shorter ones. The corpora were repaired with grafts placed over weakened areas. No additional information was reported.